Event description:
New information received notes the device was explanted on an unknown date. No additional information was reported.

Manufacturer narrative:
The reported complaint of missing elective replacement indicator (eri) alert was not confirmed. Upon analysis, the battery voltage recovered to above eri levels due to the device being at nominal settings. Data analysis of the device image suggested radiofrequency telemetry relaxation had occurred, and eri triggered as expected following the relaxation period. Electrical and mechanical analysis was performed, indicating normal device functionality.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the pacemaker exhibited a failure to trigger elective replacement indicator (eri) despite meeting the eri voltage level. No resolution was taken. The patient was stable throughout.

Event description:
New information received indicates the pacemaker was explanted and replaced on (B)(6)2021. The patient was stable.